Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent during a procedure but the device failed to cross the lesion. It was reported that the device was damaged from going through the guideline multiple times. The device was prepped as usual and the lesion was pre-dilated but the high degree of calcium made the delivery of the device difficult. It was reported that the device was removed and was noted to be damaged so they did not re-attempt to deliver the device. It was reported that a guideliner was used the second time and new integrity stent was successfully implanted concluding the procedure. It was noted from the account that the damage to the stent was due to handling, which is common when trying to pass a stent through a highly calcified area/blockage. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Results: related to operational context (damaged from going through the guideline multiple times); patient¿s condition affected effectiveness of device (lesion with a high degree of calcium); inherent risk of procedure (stent deformation); no results available since no evaluation performed (no device returned for analysis); none (no device returned for analysis). Conclusion: operational context caused or contributed to the event (damaged from going through the guideline multiple times); device failure related to patient condition (lesion with a high degree of calcium); known inherent risk of a procedure (stent deformation); unable to confirm complaint (device not returned for analysis). (B)(4).